Event description:
The customer reported that after replacing the non-formatted hdd, the central nurse's station (cns) displayed a windows error message would not boot up. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that after replacing the non-formatted hdd, the central nurse's station (cns) displayed a windows error message would not boot up. No patient harm was reported. Investigation summary: a blue screen on a pc, also known as the "blue screen of death" (bsod), indicates a critical system error that forces the operating system to stop functioning properly. There can be various causes for a blue screen error, and it often requires troubleshooting to determine the exact reason. Some possible causes: hardware issues, driver problems, software or system updates, overheating, malware or virus infections, operating system issues, errors or corruption within the operating system, hardware or driver conflicts, faulty system updates, and insufficient system resources. Nka repair center was able resolve the issue after duplicating the event and replacing the hard drives. Hard drive failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Corruption of the hard drives can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Sudden power loss is also often a result of group policy pushes onto machine. There is no evidence of corruption related to the design or manufacturing of the device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 09/27/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm unable to provide patients information. The only information I can provide is that no patient was harmed.

Event description:
The customer reported that after replacing the non-formatted hdd, the unit displayed a windows error message and the unit did not boot up. There was no patient injury reported.

Manufacturer narrative:
The customer reported that after replacing the non-formatted hdd, the unit displayed a windows error message and the unit did not boot up. According to the customer, the unit displayed a blue screen along with a windows error message, which prevents the unit from booting up. The customer will send in the unit to be repaired. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.